Event description:
It was reported the huber needle, size 20x0.75, when manipulated, leaked saline solution 0.9% through the safety lock connection. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgnf041 showed no other similar product complaint(s) from this lot number.